Event description:
It was reported that one er320 was opened and found to have one side of jaw missing. A second er320 was opened and used during a laparoscopic cholecystectomy. It was reported by the affiliate that on the third firing of the device, the jaw fell into the pt. It was retreived from the pt. 08/10/1998 message from affiliate. The devices will be returned for analysis.